Manufacturer narrative:
(B)(4). Arrow oncontrol power driver was returned for evaluation. Upon receipt, the driver was visually inspected. No visual signs of abuse/ misuse/damage. When the trigger was pulled the driver had no power (dead) with no light indicators displaying. Once the casing was opened the distal tip shaft seal was noted as damaged. Battery voltage measured as 0 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers. Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was 13,398,254 and the cycle count was 616. The charge count value of 13,398,254 reveals the driver had not quite reached the threshold of assigned battery depletion (dead), however the cycle count (number of trigger activations) confirms the driver had been used extensively. The motor was connected to dc power supply and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical issues. Other remarks: a section of the IFU will be referenced as part of this investigation report. The IFU states,"oncontrol power driver will blink red when the trigger is activated and has only 10% of battery life remaining". And, "purchase and replace the oncontrol driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The complaint, "stopped working without ever giving notice" has been confirmed. The failure is the result of battery depletion. Further investigation has been opened to address the damaged shaft seal. No corrective/preventative actions will be assigned. The complaint has been confirmed. Test data reveals the batteries were depleted. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: this driver stopped working without ever giving notice. They checked prior to the procedure and the light was green. As they began the procedure the driver stopped working. A back up driver was available. There was no patient injury.

Manufacturer narrative:
(B)(4). MDR report 3011137372-2017-00330 was submitted in error and it is being retracted. Other remarks: